Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: transseptal needle product ID: non-medtronic product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during the procedure, the patient had become agitated and was observed lifting their left arm and appearing slightly restless. A member of the cath laboratory team approached to provide support and reassurance. Shortly thereafter, the patient became unresponsive.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012792816 was returned and analyzed. Visual inspection of the shaft and handle did not reveal any anomalies. The shaft and handle were intact with no apparent issues. The steering mechanism and deflection tests were performed; no anomalies were discovered. Leak testing was performed. The pressure and blockage tests showed a severe leak. The vacuum test was in the acceptable range. During pressure testing, dissection, and blockage testing of the hemostasis valve, a leak path was identified on the shaft inside the handle. In conclusion, the clinical issues of cardiac tamponade, effusion, hypotension, and a laceration occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The sheath failed the returned product inspection due to a breach of the shaft inside of the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012792816 was returned and analyzed. Visual inspection of the shaft and handle did not reveal any anomalies. The shaft and handle were intact with no apparent issues. The steering mechanism and deflection tests were performed; no anomalies were discovered. Leak testing was performed. The pressure and blockage tests showed a severe leak and were in the acceptable ranges. The vacuum test was also in the acceptable range. During pressure testing, dissection, and blockage testing of the hemostasis valve, a leak path was identified on the shaft inside the handle. In conclusion, the clinical issues of cardiac tamponade, effusion, hypotension, and a laceration occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The sheath failed the returned product inspection due to a breach of the shaft inside of the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 2ach20, product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after right lower side pulmonary vein isolation during a cardiac ablation procedure, the patient became agitated and then unresponsive, with difficulty obtaining a blood pressure reading. Cardiac tamponade and pericardial effusion occurred, requiring emergency pericardiocentesis to drain fluid and surgical intervention to repair a laceration on the lower right side. The procedure was aborted. The patient¿s hospitalization was extended due to the event. The patient was alive and stable after surgery, with injury.